Manufacturer narrative:
The subject device was not returned to olympus. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the preparation for use, the device made a beeping sound and all the displays on the front panel disappeared frequently. It was a procedure that did not use the subject device, but when the trolley main switch was turned on, the power of the subject device was turned on and the issue was revealed. There was no report of patient injury associated with the event.

Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record was reviewed and found no irregularities. The subject device was returned for repair. During the inspection for repair, it was found that the main board failed and there was no internal device failure other than reported phenomenon. The cause of main board failure could not be identified.